Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial report: as reported, bentson straight fixed core wire guides have unraveled during unspecified neurological procedures. Additional information has been requested, but is unavailable at this time. Investigation - evaluation: reviews of the complaint history, manufacturer¿s instructions, and quality control were conducted during the investigation. The complaint devices were not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. Based on the information provided, there is no indication the devices were manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook reviewed the device master record for tsfb-35-145 device. Cook concluded there are appropriate controls in place to detect the reported failure. The customer did not provide lot numbers for the complaint tsfb-35-145. Cook reviewed the lots sold to the customer in the 3 years prior to the aware date, and was unable to identify the complaint lots. Cook was unable to review complaints or nonconformances on the complaint lots. The design history contains controls for the reported failure. Based on the information provided and no product returned, cook was unable to establish a definitive cause for this event. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
It is unknown if the device will be returned. Common name & product code = dqx wire, guide, catheter customer name and address: unknown. Occupation: unknown. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, bentson straight fixed core wire guides have unraveled during unspecified neurological procedures. Additional information has been requested, but is unavailable at this time.